Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a f73 (overcurrent to motor) alarm and stopped working. This occurred half-way through an infusion while delivering "idpn" (intradialytic parenteral nutrition) to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.